Event description:
The customer reported that a monitor that became detached from its mounts hit a patient on the head and the patient sustained a 2 inch cut.

Manufacturer narrative:
The customer reported that one of their monitors became disengaged from the table mount and fell onto a patient's head. The customer stated that the injury was not life threatening, however, the patient did have a two-inch laceration. No sutures were required. The customer believes that their monitors are not mounted properly. The customer stated that the monitors are mounted 180 degrees out on the table mounts. It was reported that the quick release mount on the base of the monitor took over a minute to re-engage with the two prong mount. Typical re-engagement of the lock mechanism is less than ten seconds (typically 4 seconds). It was also reported that the table top mount could be twisted around a full 360 degrees, and the tilt angle adjustment was a lot looser than expected. There were no signs of any damage to the table mount or the quick release mount (including the flanges that engage the posts of the table mount). The philips field service engineer (fse) who installed the monitors documented that the mounts were installed by a third party vendor and appeared to be adjusted correctly. Our fse also noted that the monitor is used in patient transport between departments in the hospital and that it may be that the monitor was not attached securely to the table mount when the patient was returned to the room. The quick release mount and table mount were delivered to the philips healthcare (B) (4) facility for evaluation. Evaluation of the table mount shows that the table mount is per specification, and that the correct screws were used to assemble the posts to the plate. The screws were properly secured. Evaluation of the quick release mount shows that the quick release mount was assembled and operating properly. Lock engagement was tested and it was confirmed that lock engagement was complete in 3.5 to 4.0 seconds. This test was repeated 20 times with no anomalous results. The quick release mount was opened and inspected. No foreign matter was found inside the mechanism that would cause problems/delays in lock engagement. There was no damage to the lock bar/flanges. Based on our evaluation of the quick release mount and table mount, both are considered to be assembled and operating to specifications, and are safe for continued use. Note that while problems were also reported with the gcx pedestal mount, the mount was not made available for evaluation and/or returned to gcx for evaluation. No malfunction of the gcx pedestal mount can be confirmed. (B) (4).